Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned product identified signs of damage about the threads, and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 4 years. It is noted that the implant was used following the sterile packaging date. The reported event could not be recreated due to the nature of the dental device and event (fracture).DHR review was completed for the subject lot number 2010100925. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2010100925) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss313).therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant oss313 fractured after 4 years and was removed. Doctor tried to remove the fragment that was osseointegrated with a removal tool but it was not possible, doctor had to use a trephine.